Manufacturer narrative:
(B) (4).

Event description:
The patient needed an MRI, so the device system was explanted except for a small lead fragment. The physician plans on removing the remaining lead prior to having the MRI.